Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). While inserting a femoral bone pin, the distal top of the pin broke off and was left in the bone of the patient.

Manufacturer narrative:
Bone pin bends occur occasionally, and bone pin breaks occur rarely; both are known issues of orthopedic procedures. Tips of drills and bone pins are sometimes left in patients and are considered low risk by the surgeon. Material for bone pins is astm f138 grade 316l stainless steel that is safe for long term implantation. Mako's rate of bone pin failure is low (approximately 1 per 1000 uses). The 3.2 mm bone pins used in this particular case were previously evaluated by multiple surgeons on a cadaver validation lab, and found to be safe and efficacious in both hard and typical bone quality. Available historical data on bone pin breakage were analyzed for the investigation. Surgeons were also surveyed for further insight into the issue. The analyses show the major contributing factor to bone pin breakage are: surgical technique, patient selection, failure to use a drill guide, and using a drill speed that is too slow, thereby increasing torque on the bone pin. Surgeons did not express concerns about the rate of bone pin breakage associated with the use of the rio.